Manufacturer narrative:
Date sent to the FDA: 09/03/2008. Conclusion: the actual device involved in this event was returned for evaluation. Visual inspection found the cpc connector was not at the twelve o'clock position. The reported symptom that "the device lost power as it was being activated" was not confirmed. The device powered on normally. Using a test hand piece, the device ran for ten minutes in both directions without losing power. The power supply output and rpm test were also within specification. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. The device did not drive the disposable hand piece. The unit flickered and bogged down and stopped and restarted when pressure was removed. The procedure was successfully completed with a second unit with no adverse patient consequences.